Manufacturer narrative:
Concomitant medical devices: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the ins was tilted. The patient had low blood pressure and was falling forward. The consumer grabbed the patient and felt the ins tilt. It did go back to flat however. They didn't notice any change in therapy. Please see manufacturer report #3004209178-2016-08407 for information on the patient's concomitant system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.